Event description:
It was reported that at elective replacement of a pulse generator that had achieved eri with normal battery depletion the generator exhibited output inhibition during exposure to electrocautery. The device was explanted and returned for analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Complaint could not be confirmed. The device was received with a battery level at eri. No anomalies were noted during mechanical, electrical, and vibration stress tests.